Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, one dirty needlestick occurred in the palm of the healthcare worker's hand when placing the device into a sharps container. She reported that the push button collection device did not fully retract the needle. Bloodborne pathogen process follow up was initiated. The following information was provided by the initial reporter: (B)(6)." There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. A total of 10 retained samples were functionally tested, and all retracted as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: does not retract. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, one dirty needlestick occurred in the palm of the healthcare worker's hand when placing the device into a sharps container. She reported that the push button collection device did not fully retract the needle. Bloodborne pathogen process follow up was initiated.the following information was provided by the initial reporter: " the associate shared that the push button blood collection set did not fully retract the needle. When the associate was placing the set in the sharps container the palm of her hand was poked."there was no other health impact or consequences reported.